Manufacturer narrative:
Final analysis found that the insulation was abraded at 32.8cm to 33.8cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the asymptomatic patient presented with an atrial lead dislodgement. Fluoroscopy confirmed that the lead had dislodged. Upon interrogation pre operation, the lead exhibited intermittent undersensing and loss of capture. The lead was explanted and replaced. The patient was in stable condition post operation.